Manufacturer narrative:
E1 - phone number: (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image during sedation (device inside patient) for a diagnostic gastroscopy procedure. The procedure was prolonged less than 30 minutes and was completed with the same device. There were no reports of patient harm.